Manufacturer narrative:
The technician replaced the nurse lockout to resolve the issue.

Event description:
The technician alleged the bed has no functions and the head of the bed is partially raised. No patient impact.